Manufacturer narrative:
Initial reporter foreign postal code: (B)(6).

Event description:
It was reported that after the site was prepared for insertion using a 2.9 drill bit, followed by the 3.8 golden awl to dilate the hole, the footprint pack 4.5 was positioned at the insertion site. The surgeon used a medium size mallet to insert the anchor and the implant broke.

Manufacturer narrative:
The 4.5 ultra pk footprint anchor inserter was returned for evaluation, no anchor. A visual assessment confirmed the inner shaft is bent approximately 45 degrees. This condition indicates that off axis insertion and not maintaining axial alignment during insertion likely led to the reported anchor breakage. Per the device IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole." A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.